Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported there were device system errors. "Patient ID is invalid" error message occurred on the "yellow" screen when staff was entering in a valid patient ID. On the "green" screen it is reported that the error message "network comm error" also occurred on the same modules at the same time. It was noted that both error messages on all involved modules occurred before patient use. Per the reporter, the pumps involved appeared to be missing the network configuration file. After the network configuration file was uploaded to the pumps the "patient ID is invalid" no longer occurred on all involved modules.